Manufacturer narrative:
No analysis was done because the issue was a non-analyzable medical issue. Section d information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2017 explanted: (B)(4) 2018 product type extension product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2017 explanted: (B)(4) 2018 product type extension if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(4) 2018 product type extension product ID (B)(4) lot# serial# (B)(4) implanted: 2(B)(4) 017 explanted: (B)(4) 2018 product type extension .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the infection had resolved.

Manufacturer narrative:
No information for date of event. Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension, product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), (B)(6), (B)(4), product ID: 3708660, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that there was an infection at the ins and extension sites. Interventions included both the ins and extension's being removed. Patient had surgery today to implant new ins and 2 extensions down to the abdomen. No further complications were reported or anticipated.